Event description:
As reported, approximately 2 years and 11 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve failed due to regurgitation. A valve in valve procedure was successful. Per review of medical records received, a post tavr echocardiogram done on post-operative day 1 reported that the bioprosthetic aortic valve was normally functioning with no regurgitation and no stenosis. The aortic valve peak/mean gradients measured 25/13 mmhg respectively and the aortic valve area (vti) measured 1.93cm2. Approximately 2 years post tavr there was concern for possible left ventricular thrombus on anticoagulation (heparin) with subsequent gastrointestinal bleeding. There was no additional information provided on the records received.

Manufacturer narrative:
The investigation is ongoing. .

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the medical records and engineering evaluation. Per medical records review, follow up transthoracic echocardiogram (tte) performed showed marked aortic valve calcification and reduced cuspal separation with severe stenosis and severe regurgitation progressed from the study done 10 days prior, valve mean gradient 50.89 mmhg, decline in ejection fraction (ef) from 55 to 35%, and global hypokinesis. Leaflets exhibited markedly increased thickness, marked calcification, and markedly reduced cuspal separation. The patient was referred for an emergent redo tavr procedure. A valve in valve procedure was preformed with no significant paravalvular leak. There were no procedural complications. The patient had a slow steady recovery and was discharged home in stable condition on post op day 9. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 ultra valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on medical record. No potential manufacturing non-conformance were identified. A review of IFU/training materials revealed no deficiencies. An existing technical summary documents the root cause analysis performed by edwards lifesciences on valve calcification over time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaint did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''approximately 2 years and 11 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve failed due to regurgitation. A valve in valve procedure was successful. Follow up tte performed showed marked aortic valve calcification and reduced cuspal separation with severe stenosis''. Additionally, noted that patient had history of ckd stage 3, type 2 diabetes mellitus and hyperlipidemia per medical record. It is well known that patient with pre-existing co-morbidities (ckd stage 3, type 2 diabetes mellitus and hyperlipidemia) may be predisposed to bioprosthetic calcification. Furthermore, tissue calcification can cause leaflet thickening there by causing stenosis and impact proper coaptation of valve leaflets, leading to central regurgitation. As such, available information suggests that patient factors (ckd stage 3, type 2 diabetes mellitus and hyperlipidemia) may have contributed to the reported event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.